Event description:
It was reported that, "pt is a male who underwent 2nd (r) tha revision surgery for loosening (aseptic) of acetabular shell component. Pt signed consent to participate in the study in 2009."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.